Event description:
It was reported that critical alarm was heard and confirmed by telemetry. Alarm due to zero ml reservoir reached. It was noted that the device had been refilled on (B)(6) and that the programming had defaulted back to programming from (B)(6). The hcp (healthcare provider) had a printed report from (B)(6) 2013, and no logs are present from that day. Hcp did not update the pump at the refill. The hcp was going to update reservoir volume and dose increase that they thought they did on (B)(6) 2013. The device system was used to infuse gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8840, serial# unknown, product type programmer, physician. (B)(4).